Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.50x12 mm nc trek referenced is being filed under a separate medwatch report. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters, nc trek rx, global, instructions for use states: balloon pressure should not exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue.

Event description:
It was reported that during a procedure to treat an unspecified lesion, a 1.5x12 mm nc trek balloon dilatation catheter (bdc) and a 2.5x12 mm nc trek bdc could not be inflated over 20 atmospheres. Another balloon was used to ultimately treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.